Event description:
It was reported that right after a da vinci-assisted hysterectomy was successfully performed and completed on (B)(6) 2020, clinical staff realized that there were two sections of burns on the patients thigh where the grounding pad had been used. It was unknown if the burns were on the left or right thigh, or where on the thigh, specifically, the burns were. One of the two burns was a third degree burn that resulted in the patient needing an unspecified amount of additional surgeries for skin grafts on unspecified dates. The generator in use was con-med 5000 iesu and settings were unknown. There were no system messages or errors during the da vinci-assisted procedure and the system and instruments worked as intended. Additional information was unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).